Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of the peritonitis was not reported. The patient was treated with vancomycin 500milligram (injection, 1 bag, route and frequency not reported), fortum (1g ram(1 bag), injection, route and frequency not reported) and ferlin (1g ram(1 bag), injection, route and frequency not reported).the patient was recovering.